Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had failure code 812:02. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 812:02 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.